Manufacturer narrative:
The device was not returned for analysis, as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this rv lead exhibiting high thresholds and an increase in pace impedance measurements that remained within range. The configuration was switched to unipolar and threshold and impedances returned to previous levels. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited a pace impedance measurement that went high out of range resulting in a lead safety switch (lss). There is no evidence of rv lead noise at this time. This patient is only one percent rv paced so technical services (ts) discussed it is up to the clinic for the next steps. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the rv pace impedance measurements had gradually been rising. The physician and health care professional (hcp) were wanting this patient to undergo a magnetic resonance imaging (MRI) however ts discussed there can be no evidence of a lead fracture in order to do so. The physician was considering reprogramming to bipolar configuration as there has not been any rv lead noise and all other lead measurements were within normal range. This rv lead remains in service.

Event description:
It was reported that this rv lead exhibiting high thresholds and an increase in pace impedance measurements that remained within range. The configuration was switched to unipolar and threshold and impedances returned to previous levels. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited a pace impedance measurement that went high out of range resulting in a lead safety switch (lss). There is no evidence of rv lead noise at this time. This patient is only one percent rv paced so technical services (ts) discussed it is up to the clinic for the next steps. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis, as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.